Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue cap of a capd disconnect y set was detached from the connector; further describe as" the protective cap (blue) (connection point) was detached and loose leaving the connection point exposed". This was observed during set up of peritoneal dialysis therapy, when opening the outer pouch. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and observed an abnormal condition in the adapter that resembles a blow. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.